Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he suspended the sensor from the pump and the pump will continue to deliver insulin like it is supposed to. Customer's blood glucose was 404 mg/dl. Customer treated with 14 units of insulin and a manual injection. Customer was not hospitalized and declined troubleshooting.